Event description:
It was reported that the patient experienced dizziness, lightheadedness and syncope. The right ventricular (rv) lead thresholds had risen since implant and were high. The outputs on the lead were increased and the next day the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).